Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a stent retriever, and a guidewire. It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician made the first pass using the red62 with aspiration; however, the clot could not be removed. The physician then advanced the stent retriever into the target vessel and made another pass, but the clot could not be removed. The stent retriever was then removed. Next, while removing the red62, the mid-shaft of the red62 began to unravel and then broke but remained connected by the inner wires. Therefore, the red62 was not used for the remainder of the procedure. It was reported that the red62 was removed by hand. The procedure was completed using another catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned red62 confirmed that the device was fractured. Evaluation revealed stretching at the fractured location. If the red62 is retracted against resistance, the device may become stretched and subsequently fracture. If the device is further retracted after fracture, the internal coil winds will likely become unraveled. This damage was likely incidental. Further evaluation revealed that the non-penumbra microcatheter exited the red62 at the fractured location. The returned non-penumbra microcatheter tip was damaged, and the non-penumbra guidewire was fractured at its distal tip. This damage was likely incidental and may have occurred post-procedure or during packaging for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.